Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy will be performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Internal and external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. Analysis of the device pneumatic system revealed no leak and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1995. A review of the device history record and service history record was performed which did not reveal any issues that are related to the reported issue of patient passing away. The device had not been serviced in more than one year. An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted. The device is reported to be available but has not been received at this time. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted